Event description:
It has been reported to us that while the physician was removing the introducer from the patient, the shaft separated. The physician inserted the introducer sheath into the patient. The physician completed the procedure. The physician attempted to remove the introducer sheath after procedure and pulled on it and the shaft separated and the distal portion remained inside the patient. The patient was sent for a surgical procedure for removal. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.